Manufacturer narrative:
Results: one (1) eclipse needle with the safety shield disengaged from the needle was returned for evaluation. A visual inspection of both components revealed no evidence of any damage. A review of the device history record and quality notifications revealed no abnormalities or qns reported during the production of the identified lot. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, and equipment. Conclusion: although the returned sample confirmed the safety shield had separated from the needle, an absolute root cause for this incident cannot be determined. CAPA (B)(4) have been opened to identify and address the potential causes for the safety shield disengagement from the eclipse needle. Additionally, the sample was forwarded to the manufacturing site in (B)(4) for a secondary investigation. If any further information is provided on the secondary investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a nurse gave a im injection with a 25 g x 1 1/2 in. Bd eclipse¿ needle and when she tried to activate the safety mechanism, it would not move down and then fell off. There was no report of injury or medical intervention. Additionally, the initial reporter reported this incident to the FDA on medwatch report # (B)(4). The information reported is as follows: eclipse needle 25g 1 1/2, ref# (B)(4), exp. 02/2021. Detail: nurse gave im injection, then when she tried to lower the orange protective cover over the needle it would not move down, it then fell off. Luckily the nurse did not get stuck. There was no harm to the nurse or patient, no delay in treatment. I do have the defective device in my office for return to bd if they wish to inspect it. I notified bd today of defective device.